Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic post-operation after having open heart surgery. Device interrogation revealed that the atrial lead exhibited high capture thresholds since (B)(6) 2016. The lead also showed low pacing impedance measurements. The lead impedance measured in range during follow-up in the clinic. The device was programmed to fixed atrial outputs and atrial capture management was turned off.